Manufacturer narrative:
(B)(4). Lot# : unknown as information was not provided. Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 at (B)(6) hospital." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). Summary of investigational findings: no imaging was provided and it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning filter legs being partially in the spinal body and partially in duodenum approx. 2 years after filter placement. Also, no conclusion can be drawn based on the incomplete information provided concerning advanced techniques used to retrieve the filter. It is noted that the filter was retrieved in 2014 and that information concerning patient death was received in 2016. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011." Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received on 17nov2016: patient is deceased. Additional information received on 21nov2016: successful retrieval of celect filter on (B)(6) 2014. The pt has a celect vena cava filter in place that has been in for almost 2 years. She was presented with acute neurologic symptoms involving her lower extremity. A CT scan was performed, which showed that the legs of the filter were partially into the spinal body adjacent to it and partially into the duodenum. A cavogram was performed which showed that the filter was widely patent without any clot in it. The snare was introduced, and an attempt was performed to grab the hook of the filter, but this was not possible. Although the filter was centered, it appeared that there might be some scar tissue around the hook which precluded snaring it. At this point, a stiff wire was introduced an the sheath upsized into an 18-french sheath. The stiff glidewire was then snared below the filter and was retrieved from the other end of the sheath. The wire was then looped around the neck of the filter, and this was utilized to center the hook of the filter into the 18-french sheath. The filter was then easily collapsed and removed in its entirety. A cavogram was then obtained, which showed that the vena cava was widely patent without any evidence of caval injury or thrombosis. Hemostasis was achieved with manual compression. From retrieval procedure: the patient tolerated the procedure well and was then taken to the recovery area in a stable condition. According to death certificate the pt died on (B)(6) 2016 of a gunshot wound to the head. The death is characterized as suicide. The filter was not involved in patient death.